Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, a blood leak occurred. After placing the introducer and dilator, blood began to leak from the introducer hub. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No additional puncture was required for replacing the introducer.

Manufacturer narrative:
One 6f peel-away introducer sheath was received for evaluation. The sheath tubing had been split at the medial section along the score line, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tubing split is consistent with damage during use.